Event description:
It was reported that during a nephrectomy procedure, the device was scissoring and not working correctly. The procedure was completed with another device. There was no pt consequence.